Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause could not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device had an unspecified malfunction. During an in-house engineering evaluation, it was observed that the trigger was broken, torn off and magnetic holder was broken. It was also noted that the device failed pre-test for leakage, saw blade coupling, proper function of the trigger, function of all modes, response of on/off trigger and performance. It was not reported if there was patient involvement. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly